Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was performing a threshold test. The patient had a premature ventricular contraction (pvc), then a ventricular pace, then the patient went into ventricular tachycardia (vt). It was suspected that the threshold test led to the vt. Anti-tachycardia pacing (atp) was delivered, which did not convert the rhythm. The rhythm then went into ventricular fibrillation (vf) and the device delivered two shocks which converted the rhythm. The device was reprogrammed and the electrophysiologist was to be consulted. No additional adverse patient effects were reported. The device remains in service. Additional information received reported that the patient had a significant history of vt, and it was not confirmed if the threshold test caused the previously reported episode of vt. The device was reprogrammed as previously noted, and the patient was hospitalized to address their arrhythmias. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was performing a threshold test. The patient had a premature ventricular contraction (pvc), then a ventricular pace, then the patient went into ventricular tachycardia (vt). It was suspected that the threshold test led to the vt. Anti-tachycardia pacing (atp) was delivered, which did not convert the rhythm. The rhythm then went into ventricular fibrillation (vf) and the device delivered two shocks which converted the rhythm. The device was reprogrammed and the electrophysiologist was to be consulted. No additional adverse patient effects were reported. The device remains in service.